Event description:
It was reported that the dexcom g7 continuous glucose monitor became unpaired from the ilet while the user continued to receive glucose readings in the dexcom app, and troubleshooting with toggling, device restart, and re-entering the pairing code enabled the user to restart the pairing process. Symptoms included no reported clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included review of troubleshooting steps and user guidance to reinitiate pairing. Investigation of this case revealed a pairing failure limited to the ilet interface while the sensor and transmitter functioned with the dexcom app, consistent with a connectivity or communication issue without evidence of hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or transient communication error during bluetooth pairing.